Event description:
It was reported that "the catheter could not be fully inserted through the sheath. Change the new one". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.